Event description:
It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the vessel locator wings (step 2), when the device was pulled against the arterial wall to check for resistance, it came out of the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it had been partially deployed. Inspection of the returned device suggested that the device might have been pulled out of the patient anatomy while attempting to position the locator wings against the arterial wall as reported. During testing, the device was cleaned, assembled, and deployed successfully. There were no abnormal observations that could have contributed to the reported experience. A possible cause for the reported product experience included, but not limited to, applying excessive pulling force while attempting to position the locator wings against the arterial wall. However, this could not be confirmed. Based on the investigation findings, the probable cause for the reported product experience could not be determined. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with reported loss of arterial access while positioning the wings against the arterial wall. A query of the complaint database for this lot for similar failure modes was not required as the device was partially deployed and there were no device failures detected. Overall, there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate age (patient was reported to be in his (B)(6)). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.